Event description:
It was reported that multiple attempts were made to thread the attempted catheter through an existing hole in the dura from the explanted 8711 catheter. The tip of the catheter was reported to have felt "squishy" and had no rigidity. The attempted catheter was also unsuccessfully threaded through the dural opening. The attending then introduced the 16 t-gauge needle into the intrathecal space and threaded the catheter up to the t9 segment. After withdrawing the introducer needle, the guide wire was removed and came out frayed. When there was no retrograde flow of cerebral spinal fluid (csf) from the end of the catheter, the attending then spliced with a scalpel a segment of catheter furthest away from the spine to see if any residual guide wire remained. Unable to ascertain if all the guide wire was removed, the attending then successfully implanted a new catheter. No patient injury related to this event was reported. The device system was used to deliver gablofen.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found. Final device analysis of the catheter (8711) revealed the following: there were no significant anomalies found. The proximal end of segment 2 had the appearance of having been torn. An end view showed proximal end of segment 2 to be round in shape indicating no compression occurred in this area. It is believed this tear most likely occurred at explant. Final device analysis of the catheter (8780) revealed the following: the guide wire was significantly frayed. Several different portions of the guide wire remained inside segment 2. Most of the remnants inside segment 2 were the coiled outer windings of the assembly, including a 15 cm portion towards the proximal end and a 49 cm portion near the distal end of the segment. Also, there was a .5 cm segment of the solid inner portion of the guide wire near the very distal end of segment 2. Finally, a small tear was noticed in the seal material of the sc connector, near its guide ring. Final device analysis of the catheter (8596) revealed the following: under microscope inspection, a deep circular coring was seen in the bottom of the cup of sc connector, consistent with the inner diameter of the tip of the outlet port of pump. Pressure testing in the lab showed the sc connector was leaking, most likely due to the coring that was seen. It should be noted that leaking was not seen until about 25 psi was applied during the pressure test.

Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8711, lot # j10918r51, implanted: (B)(6) 2001, product type catheter; product ID 8596sc, serial # (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
The analysis of the catheter (s/n (B)(4)) found a tear in the seal near the guide-ring of the sutureless connector but the anomaly was not considered significant and did not affect in-vivo function.

Manufacturer narrative:
The initial analysis result of the catheter, serial number (B)(4), was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.